Event description:
It was reported that the intraocular lens was removed intraoperatively from the patient's right eye due to a torn haptic. The incision was enlarged to remove the lens and another lens of same model was implanted successfully. Patient's prognosis was described as "fully recovery." Please ref MDR # 2031924-2013-00161 for the intraocular lens.

Manufacturer narrative:
The delivery device was requested, but will not be returned to b+l for evaluation. Investigation of this even is in progress. A supplemental report will be submitted upon completion of the investigation.